Event description:
It was reported that the impella 5.5 was implanted in a patient and was bent in the wrong direction. The physician attempted to reposition the pump and a left ventricle perforation was noted. The ventricle was repaired. Later, the patient exhibited bleeding from the chest tubes and a washout was performed. Five units of packed red blood cells and three units of fresh frozen plasma were planned to be given. Two days later, the plan was for the patient to go to the operating room for a washout. The following day, the patient was taken back to the operating room to fix the left ventricle perforation that was not properly fixed. Ultimately, care was withdrawn that day and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation for the ventricle perforation and the positioning issue has been completed. Clinical details report that the pump was noted to be angled in the wrong direction, so they attempted to rotate/reposition. During this event, the ventricle was perforated. The pump was put in surgical mode and the perforation was repaired. It was also reported that the pump was initially positioned shallow intentionally because the patient had a small lv. Data logs were reviewed and just after the pump was started, the position in aorta alarm triggered for ~20 seconds. Two minutes later, the pump was put in surgical mode. This position in aorta alarm likely occurred while the physician was attempting to reposition/manipulate the pump, based on how data logs align with the clinical timeline reported. Product was not returned for investigation. Based on the clinical detail that the pump was intentionally positioned shallow which likely then made it more difficult to reposition the pump, the most likely root cause of the ventricle perforation is patient condition, for the positioning issues, clinical details report that the pump was intentionally positioned shallow due to the patient's anatomy (small lv). Shortly after initial positioning, it was noted that the pump was angled in the improper direction, so the physician attempted to reposition. During this repositioning attempt, the ventricle was perforated, and after the perforation was repaired, the physician elected to intentionally position the pump shallow again due to the patient's anatomy. Data logs were reviewed and just after the pump was started, the position in aorta alarm triggered for ~20 seconds. Two minutes later, the pump was put in surgical mode. This position in aorta alarm likely occurred while the physician was attempting to reposition/manipulate the pump, based on how data logs align with the clinical timeline reported. Product was not returned for investigation. Based on the clinical details provided, there was difficulty initially positioning the pump and subsequently repositioning the pump due to the patient's small lv. Therefore, the root cause of the positioning issues was most likely patient condition.